Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver tip fell off during cleaning after removal from port. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the instrument to have a broken grip at the midpoint of grip. A piece approximately 0.128" x 0.215" was found to be broken off. The root cause of this failure is associated with mishandling/misuse, such as when excess force is applied to the instrument jaws.